Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes present a cellular contamination that gives them errors. As reported: "they claim that the pst tubes present a cellular contamination that gives them errors aspiration and in the result. When passing the tubes through the roche cobas 6000 and cobas 4000 analysis machine this gives an error by aspiration. When passing the tubes expelled by roche, the flow cytometer gives a cell count between 3000-9000 cells / ul. I have analyzed the process and the storage is correct as well as the conditions of centrifugation. At the hospital we are complained that the pst tubes present a cellular contamination that gives them aspiration errors and the result. When passing the tubes through the roche cobas 6000 and cobas 4000 analysis machine this gives an error by aspiration."

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes present a cellular contamination that gives them errors. As reported: "they claim that the pst tubes present a cellular contamination that gives them errors aspiration and in the result. When passing the tubes through the roche cobas 6000 and cobas 4000 analysis machine this gives an error by aspiration. When passing the tubes expelled by roche, the flow cytometer gives a cell count between 3000-9000 cells / ul. I have analyzed the process and the storage is correct as well as the conditions of centrifugation. At the hospital we are complained that the pst tubes present a cellular contamination that gives them aspiration errors and the result. When passing the tubes through the roche cobas 6000 and cobas 4000 analysis machine this gives an error by aspiration."

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples, along with retention samples selected from bd inventory were evaluated and evidence of gel globules was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and retain samples, gel globules were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.